Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer regarding a patient. It was reported the patient did find another doctor but they have not been able to meet with the doctor as of yet. The patient had three reprogramming sessions at a pain clinic without a doctor's assistance but have met with a manufacturer representative. It was noted they could not get any appointments with veteran affairs since (B)(6) 2016. They stated the loss of therapeutic effect and the ins not working has not yet been resolved. No further complications were reported. Their weight at the time of the event was between (B)(6) pounds.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that the device is not helping them. They stated that they have tried adjusting the device 2-3 times. The patient noted that the device does occasionally work a little bit. They also mentioned that they are very dissatisfied with the implant. The patient added that it is sticking out of their back, and they can see the lump where it is. They stated that x-rays were done, and showed that the device is not in the same place. The patient did not provide the date of the x-rays. They indicated that they would like to get the device to work again, and will be calling their manufacturing representative. No further complications were reported or anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that they had no efficacy and no pain relief from their device since implant. The symptoms were in the patient¿s feet, legs, and back. They had tried all groups and adjusted all programs within each group. It was noted that the patient was almost back to where they were pain wise before they had the implant. The patient was still taking pain medications at the time of the report. The patient¿s trial was noted to be great. They were going to try and meet with their doctor regarding these issues. The patient was implanted for spinal pain. Follow up information received from the patient on (B)(6)2016 reported that they had notified their managing physician for the no efficacy/pain relief issue (¿it took almost 3 weeks to get someone¿). As a step to resolve the issue, the patient was reprogrammed. They were told that they ¿slipped through the cracks¿. The lack of efficacy/no pain relief issue was not completely resolved and the patient was waiting for the doctor to come back from vacation. Additional information was received from the consumer on (B)(6)2017. It was reported that the patient needed re-programming because the implantable neurostimulator (ins) had not worked since it was implanted on (B)(6)2016. The patient also noted that they had four other re-programming sessions before and they were not successful in getting the ins to work. A list of managing physicians was sent to the patient in order to find a healthcare professional (hcp) to resolve the issue. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient and a healthcare professional (hcp). It was reported the stimulator had moved and was now touching the left side of the patient's spine. No x-rays were taken, but it moved enough that the patient's wife could easily tell. The patient stated it was causing pain. The patient has been emailing a hcp to try to get an appointment. The issue was not yet resolved. The patient noted it still did not work as good as the trial stimulator. The ins hasn't worked since implant. The patient needed an MRI for chronic back pain. It was unknown if it was related to the device/therapy. No further complications were reported.

Manufacturer narrative:
Product ID 977a260 serial# (B)(4) product type lead product ID 977a260 serial# (B)(4) product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) on (B)(6)2019. The patient had pain in their spine when some programs were running. The pain is intermittent when the product is on. The event date was noted to be sometime in (B)(6)2018 which conflicts with reported information. The patient had an open area at the battery insertion site, but none at present time. The patient denies any falls. Impedance values were good and the patient did not want any other programs. The patient is having their system removed due to the leads not being in a good place since implant. The trial had great coverage but since implant it has been very hard to get stimulation coverage due to the lead placement. The surgery has been planned but a date hasn¿t been scheduled. The issue was not resolved but the patient was noted to be alive with no injury. No further complications were reported/are a anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative (rep). It was reported the rep met the patient and reprogrammed the neurostimulator. The rep reported since meeting the patient and reprogramming the neurostimulator, the patient seemed happy with the results and the rep had not heard or seen the patient since. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that no steps were taken to resolve the ins moving. The patient said they have had at least 10 reprogramming sessions have been done. None of the reprogramming has worked even half as good as the trial. The patient said they were still trying to get into the healthcare provider's (hcp) office to fix it. No further complications were reported.